Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had image problem. And communication error will not turn on. The event occurred, during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had image problem and communication error will not turn on. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm. Additional information was provided by the customer: the procedure was completed using another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 displayed on monitor/otv screen due to faulty video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.